Manufacturer narrative:
Additional information has been requested and if made available, will reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "during closing and clean up, it was determined that the tab portion of a blade was broken off at some point during the case. The surgeon was notified but did not take further action. In reviewing the case x-rays, we could not identify where the broken piece was or even if it was in the patient/screw still."